Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Installed the mobile view station (mvs) computer. Confirmed all network settings and installed remote presence. Tested computer functionality and the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer was returned to the manufacturer for analysis. Investigation confirmed reported problem. At initial start up, confirmed stop error screen due to "driver_irql_not_less_or_equal. Stop: 0x000000d1 (0x000000004, 0x000000007, 0x0000000000, 0xf66228ab) performed raid, reloaded software (3.1.6) and stop error screen reappeared on day 2 under test. The hardware investigation found that reported event was related to a faulty mvs computer, sub-root cause was a motherboard malfunction.

Event description:
A medtronic representative reported that when booting up the imaging system's mobile view station (mvs), they received the message, "problem has been detected and windows will shutdown to protect your computer." There was no patient present when this issue was identified.